Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and helped them reset it, after which the code did not recur. The customer was advised to continue using the pump and to contact support if any malfunction codes appear again.